Event description:
It was reported that a patient was having coupling and communication issues with their device. The patient had two coupling bars, but with slight movement either left or right the coupling bars would not appear. The patient felt that the stimulator was tilted. The patient had an x-ray to confirm if device was flipped, but it was found to be implanted too deep. The patient was scheduled for a pocket revision. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a pocket revision and was doing fine. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 37754, serial # (B)(4), product type recharger. Product ID 37744, serial # (B)(4), product type programmer. Product ID 3550-39, lot # n332288, implanted: (B)(6) 2012, product type accessory.